Event description:
The patient was seen due to complaints of shortness of breath on exertion and extreme dizziness. The patient was scheduled for a device upgrade, where it was noted this lv lead showed poor capture and dislodgement. The patient received a new OEM system. This lead was capped.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.